Manufacturer narrative:
B5: describe event or problem- updated: d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. During ablation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. After transseptal crossing was performed, ablation was initiated in the left upper pulmonary vein. After ten pulses with the farawave catheter, a drop in blood pressure was noted. An effusion sweep was performed and an effusion measuring approximately 1 cm was observed. A pericardiocentesis was performed and approximately 600 ml of blood was extracted. The patient was admitted to the hospital beyond the standard of care. The physician believed that the device or procedure caused or contributed to the complication. The patient is expected to fully recover from the event. The catheter is not expected to return for analysis as it was disposed. It was further reported that the location of the injury was unconfirmed. The patient has been discharged from the hospital.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a pericardial effusion. During ablation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. After transseptal crossing was performed, ablation was initiated in the left upper pulmonary vein. After ten pulses with the farawave catheter, a drop in blood pressure was noted. An effusion sweep was performed and an effusion measuring approximately 1 cm was observed. A pericardiocentesis was performed and approximately 600 ml of blood was extracted. The patient was admitted to the hospital beyond the standard of care. The physician believed that the device or procedure caused or contributed to the complication. The patient is expected to fully recover from the event. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of most probable lots were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave device confirmed that the event of pericardial effusion and hypotension are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of pericardial effusion and hypotension are known inherent risks of the farawave device. Pericardial effusion and hypotension are expected procedural complications addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. During ablation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. After transseptal crossing was performed, ablation was initiated in the left upper pulmonary vein. After ten pulses with the farawave catheter, a drop in blood pressure was noted. An effusion sweep was performed and an effusion measuring approximately 1 cm was observed. A pericardiocentesis was performed and approximately 600 ml of blood was extracted. The patient was admitted to the hospital beyond the standard of care. The physician believed that the device or procedure caused or contributed to the complication. The patient is expected to fully recover from the event. The catheter is not expected to return for analysis as it was disposed. It was further reported that the location of the injury was unconfirmed. The patient has been discharged from the hospital.